Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the accidental failure of cpu/gpu fan or the failure of the fan due to the dust accumulation, since e116 occurs when the fan of cpu/gpu is not responding.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e116 which indicated that the subject device was damaged was displayed during the laparoscopy procedure. The user changed to the similar device and completed the procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The subject device was displayed the error e116 just after turning on. The service department of (B)(4) found that the video connector socket of the subject device was dusty and dirty. It was also found a lot of the green colored dust inside subject device. There was no report of patient injury associated with this event.